Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Additionally, the reported treatment appears to be related to operation circumstances there is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the left circumflex (lcx) coronary artery with heavy calcification and moderate tortuosity. During angioplasty, resistance was noted, multiple times, between the balance middleweight (bmw) universal ii guide wire (gw) and an unspecified balloon catheter. The tip of the gw separated in the anatomy. An additional guide wire was used to retrieve the separated tip. There was no resistance noted during removal. The procedure was completed with another same size bmw guide wire. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.